Manufacturer narrative:
(B)(4) failure to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to cut the polyp, however, the device was unable to cut. The physician noted there was no cautery being delivered from the snare. The generator and the cord were checked and the snare was securely attached to the active cord. The procedure was completed with another captiflex medium oval snare . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation found that the wire was kinked in the middle of the complaint device. The device passed the retroflex test, it extended and retracted within specification. Electrical evaluation showed that the device passed the electrical test with resistance measured at 10.4 ohms, which is within specification. The complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to cut the polyp, however, the device was unable to cut. The physician noted there was no cautery being delivered from the snare. The generator and the cord were checked and the snare was securely attached to the active cord. The procedure was completed with another captiflex medium oval snare . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.